Manufacturer narrative:
The initial reporter information was not provided.

Event description:
The customer stated she was getting high blood glucose readings on the contour next link, which a second contour next link confirmed. Specific readings were not provided. She was feeling dizzy after the pump sent insulin to her and she fell into a coma. She further stated her blood glucose had gone down to 12mg/dl. She received treatment by the ems, which was in the form of a "dtp IV shot" . Shortly after regaining consciousness, her blood glucose was retested by ems and the reading was 320mg/dl. A new meter was sent to the customer. Customer was advised to return the strips for evaluation.